Manufacturer narrative:
Patient information was unavailable from the site. Device lot number unavailable. Device has not been evaluated because it has not been returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number, and is therefore unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported the open spine clamp could not be tightened well. Another open spine clamp was used to complete the procedure. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
The open clamp was returned to the manufacturer for analysis. Analysis found the adjustment screw head had tool marks around it, and the screw threads had a small amount of debris that slightly affected its travel. Analysis found that the reported event was related to a physical damage issue. If information is provided in the future, a supplemental report will be issued.